Event description:
It was reported that the user and spouse experienced an issue during a supply change in which the user could not select ¿yes¿ on the ¿did you see drops¿ step, and the pump was disconnected from the body; after restarting the ilet and performing a cartridge and tubing change, the user successfully completed the supply change and insulin delivery resumed. Investigation included customer support troubleshooting. Further investigation of this case revealed the device became unresponsive during the supply change step and normal function was restored after restart and re-priming. No symptoms or adverse clinical effects reported during the event. Outcomes included no impact to blood glucose and no medical intervention. It was concluded that the event was resolved through standard troubleshooting without clinical consequence.